Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due oversensing and pacing inhibition with asystole greater than two seconds observed, as well as high out of range pace impedance greater than 2000 ohms. The boston scientific representative indicated that there was no conclusive reason determined for the issue and no additional information is available. No additional adverse patient effects were reported.